Event description:
Description of event according to initial reporter: the filter did not deploy. New filter from same lot was used without issues. Procedure completed in less than 30 minutes. Patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter would not deploy. The procedure was successfully completed with another device from same lot. No imaging was obtained nor was the device returned for analysis and based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to not deploy/expand. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding, maybe if the filter is deployed in a thrombus, if the filter legs are caught in a clot, or if the filter is not placed in the ivc. There are adequate controls in place to ensure that the device is manufactured to specifications. It was assessed that because no non-conformance's were detected, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events